Event description:
The customer is observing error code 1118 (invalid test results, intercept too low) and error code 1063 (invalid test results, correlation coefficient too low) when running pts samples on the axsym digoxin iii assay. Recentrifuging the samples did not resolve the issue. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.